Manufacturer narrative:
Product evaluation: evaluation of the m4 microdebrider handpiece found wear on the rotating disc, gears and bearings. The device was cleaned, repaired, parts replaced and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the device was received for evaluation; however, pre-repair temperature testing could not be performed. The m4 handpiece was not running/working at all. Evaluation in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that the m4 handpiece overheated during use. The time it took to overheat is unknown. There was no patient impact.